Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 10/29/2013 for investigation. Investigation results as follows: the reported complaint was confirmed. The user advisory 7 fault (discrepancy between load 1 and load 2 too large) was observed during power up of the platform. Multiple ua 7 faults were also observed in the archive, including an occurrence on the reported event date of (B)(6) 2013. The investigation results indicated that a defective load cell was the cause of the issue. Upon replacement of the defective load cell, the device passed all testing criteria.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message. No patient involvement was reported. No further information was provided.